Event description:
It was reported by the hospital that the plastic tie-up strap from the endosol (balanced salt solution) glass bottle snapped. As a result, the endosol bottle fell from the IV stand and smashed on the theatre floor. The date of the occurrence is unknown. No injury was reported. No further information was available.

Manufacturer narrative:
(B)(6). (B)(4). A review of the manufacturing record revealed that without the actual sample to analyze, the root cause that led to the reported event could not be definitely confirmed. No abnormality or deviations were found during the manufacturing process. The hanger was tested during the functional controls before batch release and no issues were related to hanger breakage and was certified to be manufactured within specification. In addition there was no issue related to this complaint found from the check of the retained sample from the same batch no. 12a2302. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report be received, a supplemental report will be submitted. Placeholder.